Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and found that the top cover was cracked and the battery latch lock was bent. The physical damages found during visual inspection are unrelated to the customer's reported complaint of the platform displaying an error code 17 (max motor on time exceeded during active operation). The returned platform displayed a user advisory (ua) 17 message during functional testing, thus confirming the customer's reported complaint. Further evaluation of the platform found a defective drivetrain motor. A review of the platform's archive data was performed and found no sessions on the reported event date of (B)(6) 2015. However, the archive data indicated that multiple ua 17 messages occurred on (B)(6) 2015, thus confirming the customer's reported complaint. The following ua's were also found on (B)(6) 2015: ua 12 (lifeband not present), ua 45 (not at "home" position after power-on/restart) and ua 2 (compression tracking error). It should be noted that these other ua's are unrelated to the reported complaint. Furthermore, there were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the ua 12, ua 45 and ua 2 messages. Based on the investigation results, the parts identified for replacement were the drivetrain motor, the top cover and the battery latch lock. In summary, the customer's reported complaint of the platform displaying an error code 17 was confirmed during functional investigation and during review of the platform's archive data. The root cause was determined to be a defective drivetrain motor. Unrelated to the reported complaint, the archive data indicated that multiple ua 12, ua 45 and ua 2 messages occurred on the same day as the ua 17 messages. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to these ua's. Therefore, a root cause for these ua's could not be determined. Per the autopulse maintenance guide (pn: 11653-001), ua 2 is an indication that the autopulse® has detected a change in lifeband® tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. Please note that the customer reported that there was no patient involvement and did not indicate that a mannequin was used during their weekly check. Per the autopulse maintenance guide (p/n 11653-001), ua 12 is an indication that the autopulse has detected that the lifeband is not properly installed. Per the autopulse resuscitation system model 100 user guide (pn: 12555-001), "the autopulse driveshaft has a "home" position that is a point of reference for autopulse operation. If the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position." A ua 45 message can be cleared pulling up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position) and then pressing "restart". However, the following should be noted: per "warning" indicated in the autopulse resuscitation system model 100 user guide (pn: 12555-001), "removing the band clip when the driveshaft is not at its home position will result in a permanent user advisory (45) that the user will not be able to clear. This may be the case if the lifeband has been cut." "The lifeband should be removed from the driveshaft only from its home position. If the chest bands have been cut it is quite possible that the chest band is still wound onto the driveshaft. Care should be taken to ensure that the bands are fully extended before the cover plate is opened and the band clip is removed." Please note that the physical damages found during visual inspection are unrelated to the reported complaint. After replacement of drivetrain motor and the damaged parts, the platform passed all final functional testing criteria.

Event description:
It was reported that during a weekly check, the autopulse platform displayed an error code 17 (max motor on time exceeded during active operation). No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/15/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.